Event description:
It was reported that the patient presented to the emergency room after hearing the patient alert trigger. The patient was diagnosed with a pericardial effusion, causing the right ventricular (rv) coil impedance to decrease and trigger the lead alert. The rv coil impedance had been slowly decreasing since implant. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.